Manufacturer narrative:
It was reported that the dressing caused "painful red blisters, erythema, and inflammation on patients' backs". Steroids were prescribed due to the injury. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Blisters after dressing was removed.